Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. The biomedical engineer advised that he evaluated the device and was unable to duplicate the reported issue. The biomedical engineer did visually observe that the ac power cord looked "bad," so as a precaution the ac power cord was replaced. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report the device user stated their device powered off by itself. No further details were provided. There were no reports of patient use associated with the reported event.